Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer (B)(4) was involved in an incident that caused pt harm. Add'l clinical f/u up with the hosp on (B)(6) 2011, indicated that the staff reported that the pt had thin arms but was unable to identify the cuff used. The tourniquet was applied by the surgeon with webril underneath, usual protocol is to apply tightly, without room for 2 fingers. Upon removal of the cuff after a 40" procedure, "skin was found to have raised, reddened areas." Skin integrity assessments were increased during post-op period. First day post-op call indicated no remaining skin lesions noted.